Event description:
One vertebral fracture was treated using vertebroplasty. After the treatment was completed, the patient developed ventricular tachycardia. Additionally, the physician noticed that some cement was in the paravertebral veins. The physician did not believe that the cement in the veins and the ventricular tachycardia were related.